Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had back arrow button that was stuck and unresponsive. Customer¿s blood glucose level was 22 mmol/l. Customer reported that the scroll bar was not moving with no input. Customer reported that the button was need to press more than three to four time. The button was unresponsive during easy bolus. Customer had high blood glucose level and they refused to troubleshoot for high blood glucose level. Customer did correction in the high blood glucose level with bolus. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.